Manufacturer narrative:
Conclusions: the distance between coil and pt was insufficient at the place of the burn (2 mm). Also, high sar levels were used resulting in warning messages for the user. These messages were accepted by the user and the scans with high sar were continued. These kinds of incidents can be prevented as much as possible by following the instructions for use. In this case, there was insufficient distance between the cable and the pt. The instructions for use, section 2.18.10 already contains warnings. Since this type of user error has been reported several times, a new special sleeve is to be mounted over the cable. The sleeve forces the cables to have sufficient distance from the anatomy, which should reduce the rf interaction. This sleeve has been introduced for new torso xl coils recently and will be issued as field change order.